Event description:
It was reported that during a carotid artery stenting procedure, the patient experienced a stroke from microemboli, despite having embolic protection during the procedure. Additionally, post-procedure, the patient experienced hypotension. The nitroglycerin that the patient was receiving intravenously was turned off, resolving the event. On (B)(6) 2013, the patient was discharged to a rehabilitation facility. On (B)(6) 2013, the event was noted to be resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, embolism, and hypotension are known observed and potential adverse events as listed in the rx accunet embolic protection system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.